Manufacturer narrative:
Patient identifier: (B)(6) ( 3 patients). All available patient information is included. Additional patient details are not available. The customer inspected the alinity c processing module, serial number (B)(4), and observed discoloration in ict ref syringes and residue inside the onboard ict bottle. The field service representative (fsr) resolved the issue by replacing the ict pinch valve tubing, 1 ml syringes, ict bottle, and the ict transfer pump and tubing. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending was reviewed and did not identify any related trends. The device history records were reviewed and did not identify any non-conformances, or deviations related for the alinity c processing module and for part number c-35018144-01 ict reference bottle, 1 liter. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
The customer reported falsely elevated sodium and chloride results for 3 patient samples when running on the alinity c processing module. The customer provided an example of the issue (normal range: chloride: 98-107 mmol/l, sodium: 136-145 mmol/l) sid (B)(6), chloride result: 139 mmol/l, repeated on another alinity: 104 mmol/l, sid (B)(6), sodium result: 164.9 mmol/l, repeat on another alinity: 138.1 mmol/l, sid (B)(6), sodium: 161.9 mmol/l, repeat on another alinity: 144 mmol/l, there was no impact to patient management reported.